Event description:
The account alleged the brake casters do not hold in brake mode. No injury reported.

Manufacturer narrative:
The account found the rocker arm was broken. The account installed the brake steer upgrade kit to resolve the issue.